Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.